Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a revision of a constrained liner because was dislodged.

Manufacturer narrative:
The patient is (B)(6). An event regarding dislocation involving a trident 0 deg constrained insert 28g was reported. The event was not confirmed. A material analysis concluded no material or manufacturing defects were observed on the surfaces examined. A material analysis was performed on the returned product. The material analysis concluded, ¿damages observed on the device were consistent with damages after becoming dislodged. No material or manufacturing defects were observed on the surfaces examined. Nothing could be learned of what caused the device to dislodge due to the extensive damages sustained post dislodging.¿ the exact cause of the event could not be determined because of a lack of information. Further information such as patient medical records including x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that there was a revision of a constrained liner because was dislodged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a revision of a constrained liner because was dislodged.